Event description:
The extracorporeal membrane oxygenation (ECMO) alarm sounded and was reading "low battery". The ECMO driver power cord was already plugged into the wall outlet. Additional ECMO sendor cream was applied to troubleshoot the alarm. The physicians and perfusionist were paged. The pt mean arterial pressures (maps) were beginning to decrease and were now 60-70. The bedside nurse began handcranking ECMO to maintain previous revolutions per minute (rpm)'s of 3595 and maps of 70-80. Maps were maintaining 70-80 with handcranking. Pt was having o2 sats of 95-97% and was easily arousable to voice. The perfusionist arrived and powered down the maquet console and re-started it. The console gave the indications it was working properly, and it was switched from the hand crank to the driver. As the rpms increased, the console again failed. Hand cranking was resumed and a new console and back-up unit were brought to the room. The perfusionist changed the console only, placed the driver cable and ac power cords into the new console. The new console started up as normal, the centrifugal pump was switched back to the driver and blood flow and rpms returned to what they had been before the emergency. The MFR response follows: they were unable to reproduce the problem. They function tested the unit on battery power. The unit was confirmed to operate on ac power and the charging circut is functional. The unit was verified to sucessfully switch between ac and battery power. A complete function test was performed and the unit was returned to service after installing a power switch cover, circuit breaker cover and safety knob for flow control.